Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an abrasion to the proximal insulation at 5.8 cm from the distal end. Physical destructive analysis found a breach to the distal insulation at the same location, resulting in an electrical short. The locations of the abrasions are consistent with that of friction to another device. This would account for the low impedance, as reported from the field.

Event description:
It was reported that the lead exhibited low impedance. At explant, an insulation break was observed 4-5 cm from the distal end. The lead was replaced.